Event description:
It was reported that the patient reported to the hospital with "thumping in chest" and the patient received inappropriate therapy and continued to receive therapy during magnet application. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found. The file showed normal sensing and impedance trends. Two ventricular fibrillation episodes which appear to be true events were recorded on (B)(6) 2010 and (B)(6) 2010.